Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. Blood glucose was 320 mg/dl. At the time of report, a system check was performed and the occlusion was found to be within the cartridge. However, customer maintained that the occlusion alarms were due to the pump. Review of t:connect pump data indicated that a cartridge alarm 9 occurred. Customer reverted to manual injections.